Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the blood sampling valve (bsv) shaft had lost its lubrication. The fse cleaned the bsv and lubricated the shaft, which repaired the leak and the failing controls. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer when running startup. The customer also reported that the instrument was generating low red blood cell (rbc) counts on 5c controls. The customer attempted to troubleshoot by loosening the knob and rinsing between the sections of the bsv. The issue was not resolved and the instrument was down. The volume of the leak was about 0.5 ml and was contained within the instrument. The customer did not report any error messages a the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.